Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the wash concentrate reservoir of the synchron lxi 725 clinical system was not filling. Customer reported that there was a leak possibly from wash concentrate and that the wash reservoir bottle was emptied. There was no report of any erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash concentrate was leaking from the bottom of one of the valves, valve v12, in the hydropneumatic valve module. The fse replaced the valve and the leak stopped.